Manufacturer narrative:
This incident is being reported due to the safari2 guidewire that was returned for analysis on september 15th, 2020 presented a ductile, tensile overload fracture of the core wire immediately distal of the weld mass at the proximal weld. As received, the specimen consisted of one-1 each safari2 275cm sml crv; returned coiled, loose and double-bagged within (B)(4) style poly pouches. Dimensional verification: the specimen presented a dim "a" length of 271.85cm due to the damage presented, formed curve dimensions of 4.10cm x 4.05cm, and a finished diameter of .03440" to .03445" except in areas of coil damage. A gage bushing certified to be .0360" was passed over the length of the specimen to either aspect of the coil damage unaided, except by gravity. Observation findings: the specimen presented a detached coil segment due to a mechanical shear/cut to the outer coil wire 39.35cm from the proximal end of the core wire. The coils adjacent to the proximal weld were stretched to expose the distal aspect of the weld and the fracture region. The proximal weld presented indications of ductile, tensile overload immediately distal of the weld mass. The detached coil segment was stretched to an approximate length of 49.75cm and presented several offset coil wraps and irregular stretched coil regions. The coil distal of the separation presented stretched coil wraps approximately 5.5cn distal of the separation. The specimen also presented a large radius bend over the distal 68.5cm. The distal joint appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. It should be noted that this product undergoes a 100% non-destructive machine pull/proof test to verify weld integrity as part of the lot release inspection and testing. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented a detached coil segment due to a mechanical shear/cut to the outer coil wire 39.35cm from the proximal end of the core wire. The coils adjacent to the proximal weld were stretched to expose the distal aspect of the weld and the fracture region. The proximal weld presented indications of ductile, tensile overload immediately distal of the weld mass. The detached coil segment was stretched to an approximate length of 49.75cm and presented several offset coil wraps and irregular stretched coil regions. The coil distal of the separation presented stretched coil wraps approximately 5.5cn distal of the separation. The specimen also presented a large radius bend over the distal 68.5cm. As indicated in the device instructions for use, warnings: · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against resistance without first determining the reason for the resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.

Event description:
As reported by the distributor: event description: it was reported that: after the placement of the guide in the left ventricle, when removing the catheter, the rupture of the central body of the guide occurred (frayed guide). Guide removal and its change; no patient consequences.